Event description:
It was reported that when using the bd pyxis¿ medbank mini aux user was unable to issue the medication because it was not listed on the patient profile, and the user does not have the appropriate override permissions. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) checked whether the user had the correct permissions. The tss found that neither user was allowed to override the item. The tss advised the customer to contact the pharmacy to fix the issue. The technical support specialist closed the case.